Event description:
It was reported that the haptic broke off. Through follow up we learned that after implantation of the intraocular lens (iol), the haptics detached from the optic. As a result, the iol was cut with scissors and removed from the eye. A new lens was implanted. Instead and the old lens was discarded. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available.section d6a if implanted; give date: not applicable. The iol was removed/replaced in the initial surgery. Section d6b if explanted; give date: not applicable. The iol was removed/replaced in the initial surgery. Telephone number:(B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.